Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was explanted and replaced, due to wound dehiscence. No additional adverse patient effects were reported. The explanted device was not expected to be returned.

Event description:
It was reported that this pacemaker was explanted and replaced, due to wound dehiscence. No additional adverse patient effects were reported. The explanted device was not expected to be returned. Additional information was received indicating the device had been implanted for three days before it was explanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report corrects the implant date in d6a.